Event description:
Subject was not resuscitated. (B)(4).

Manufacturer narrative:
Internal device memory from event was evaluated. Conclusion: assessment indicates that presenting rhythm was not shockable. No shocks were advised. No shocks delivered. Device did not cause or contribute to event.